Manufacturer narrative:
The broken sliding core was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The flattened and abraded area of the talar contact surface indicates that the sliding core was unbalanced loaded; due to this the polyethylene material was overloaded and started to crack. Due to several loads over the years the crack grew and finally the sliding core got broken. The sliding core broke due to a fatigue fracture, most likely caused by misaligned metal components combined with several overloads. The provided x-rays are in too bad quality so they were not part of the evaluation. The height and weight and postoperative activity were not provided by the customer, therefore obesity and high activities like sports cannot be excluded. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ 1. Stryker. 2-year post-approval study to investigate. 2015. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hind foot malalignment and ankle instability¿. 2. Hoffmann, a.h. And fink, b. Modern 3-komponenten-sprunggelenkprothesen - häufigkeit und ursachen von luxation und vorzeitigem verschleiss des polyethylengleitkerns. Orthopäde. September 23, 2007. The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿. The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿. Jeffrey a. Mann, md, roger a. Mann, md and eric horton, md. Star¿ ankle: long-term results. Foot & ankle international. 2011. Weight limiting, importance of implant alignment, risk of implant wear and avoiding high impact activities are listed in the IFU. Because no manufacturer related issues were found the case is attributed to the patient (overloading the sliding core), most likely contributed by the user (maybe misaligned metal implants). No non-conformity identified.

Event description:
Patient presented with right ankle pain. X-ray was taken and it was determined that the mobile bearing was fractured. Case was done, mobile bearing was broken. Removed in two pieces and sending back for review. Bone quality is good.

Manufacturer narrative:
(B)(4). Unknown star mobie bearing.

Event description:
Patient presented with right ankle pain. X-ray was taken and it was determined that the mobile bearing was fractured. Case was done, mobile bearing was broken. Removed in two pieces and sending back for review. Bone quality is good.